Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; 5076-58 lead, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high thresholds, high and undefined impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. The analysis noted that visual inspection found the outer insulation breached in vivo. No conductor fracture was observed. All electrical test results passed electrically. If information is provided in the future, a supplemental report will be issued.